Event description:
"Clip inserted, when fired clip would not close and fell off into the abdomen, other clips also fell into abdomen. Clips retrieved w/grasper."

Manufacturer narrative:
Product has not been returned to the manufacturer. When returned for evaluation will send updated report.